Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. The date of receipt and the first notice by link was 19.06.2023 after receipt of complaint sample in the returned good department. This information was not directly recognized as a new complaint, but only noticed on 28.07.2023 as new complaint. This delayed the inclusion in the database and evaluation as a reportable incident. The complaint team was sensitized and trained in this regard in order to prevent a new delay.

Event description:
Positioning failure of cone connection during surgery.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
Positioning failure of cone connection during surgery.